Manufacturer narrative:
(B)(4). Batch # p9444a. Investigation summary: the device was returned with the tissue pad damaged, melted, not all present and a portion was not returned. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. No alert screen was displayed during testing the device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, during this same disassembly and inspection of the device, what was found was that the closure indicator was bent and not making contact with the moving trigger. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting, or while the blade is active without tissue between the blade and tissue pad, to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, an unknown error occurred during use. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.